Event description:
On (B)(6) 2009, the pt reported that 6 months ago, she noticed her infusion device volume did not seem as loud as it had when she began using it. She was assisted in checking the volume and it was turned up all of the way. She compared the device to her backup infusion device and the backup device was louder. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.